Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician stepped on the foot pedal of the device and the hydrotome rx 44 would not respond. The generator was exchanged with a portable generator, however the hydtrotome rx 44 would not cut. An autotome device was then used with the first generator and it worked fine and the procedure was completed. Reportedly, there was no visible damage noted to the device . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device did not have any visual failure. Functionally, a resistance test was performed and the unit met specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician stepped on the foot pedal of the device and the hydrotome rx 44 would not respond. The generator was exchanged with a portable generator, however, the hydtrotome rx 44 would not cut. An autotome device was then used with the first generator and it worked fine and the procedure was completed. Reportedly, there was no visible damage noted to the device . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.